Manufacturer narrative:
Section a6: race: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had been implanted with a preloaded multifocal intraocular lens (iol) in the right eye, experienced halos and difficulty driving at night. It is unknown if the issue impacted patient's daily activities. A post-operative examination concluded that the lens required explantation, and it was replaced with a non-johnson & johnson lens of +26.0 diopter during a secondary surgery. The procedure was completed without unplanned incision enlargement, unplanned sutures, unplanned vitrectomy, or procedural delays. No additional medical attention or medication beyond standard care was required, and the directions for use were followed. The pre and post operative bscva (best spectacle corrected visual acuity) were 20/20 and 20/20-1. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 19, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.